Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin was not dripping out during the load fill tubing sequence. The cartridge was reloaded an a minimum fill notification was received. Reportedly, the cartridge had been filled with 240 units. Insulin was added into the cartridge and the cartridge was successfully reloaded onto the pump. Customer's blood glucose level was 202 mg/dl.